Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as care-giver changed. The peritonitis was manifested by stomach pain. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, discontinued) for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the events. Pd therapy was ongoing. It was not reported if the patient/caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.